Event description:
It was reported that during a da vinci si surgical procedure, the site experienced a degraded image in the right eye of the surgeon side console. With the assistance of an isi technical support engineer (tse) the surgical staff changed the vision to 2d. The customer then called back to inform isi that the case would be converted to open surgery due to the lack of 3d image. At this time the surgical staff made the decision to convert the planned procedure to traditional open surgical techniques to successfully complete the procedure. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the technical support engineer (tse) discovered that the vision issue experienced by the customer was associated with the camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the defective camera cable. On (B)(4) 2012, a follow up call was made with the reporter of this complaint. It was confirmed that the procedure was converted to open surgical techniques. Per customer, the patient was doing well and suffered no complications as a result. No injuries or adverse outcomes occurred. The patient has been released from the hospital. The staff has since ordered a new camera cable, and no similar issues have been observed. No further information was available at this time. The da vinci si surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci si system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. (B)(4).